Event description:
A malfunction was reported by the customer regarding the pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support agreed to replace the pump and advised the customer they would receive a replacement with updated software. Instructions were provided on returning the malfunctioning pump and using the storage mode. The customer understood all instructions.